Event description:
The customer reported that the red blood cell (rbc) dispenser of the coulter® lh 780 hematology analyzer generated foam and bubbles. The customer stated that the instrument also generated high rbc background and was unable to pass startup. Rbc results for patient samples were also slightly affected but the difference in rbc results was not clinically significant and not considered to be erroneous. In addition, the instrument generated hemoglobin & hematocrit (h&h) check flags to alert the operator of an instrument issue. Erroneous patient results were not generated for this event and there was no change or affect to patient treatment. There was no report of customer injury or direct exposure to the foam and bubbles for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered bubbles in the red blood cell (rbc) dispenser. The fse proceeded to replace the rbc diluent dispenser pump (pm2) to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. In conclusion, failure mode of the event is attributed to the rbc diluent dispenser pump; the instrument also generated hemoglobin and hematocrit (h & h) check fail flags to alert the customer of an instrument problem. (B)(4).